Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with no cracks on lcd window. The device had cracked case at display window corners, cracked belt clip slot, and minor scratches on lcd window and case.

Event description:
It was reported that the customer had a cracked screen. Advised customer to discontinue use of the insulin pump and revert to a back-up plan. The customer's blood glucose level was 204 mg/dl. Nothing further reported.